Event description:
The patient reports undergoing cataract surgery in the right eye with implantation of the crystalens. Postoperatively, the patient is more myopic and needs glasses, has dizziness when walking and looking downwards, and has difficulty driving. Additional information has been requested.